Event description:
It was reported that the physician had difficulty inserting the intra-aortic balloon (iab) and asked the surgical tech to remove all the air out of the iab. The surgical tech stated that they had already removed all the air prior to insertion. The physician removed the iab and upon inspection noted a slice down the iab. The customer was unsure if the iab was damaged prior to opening the packaging or was damaged during insertion. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters - dr. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint: (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).